Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. The issue is resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post an unrelated procedure. Troubleshooting was tried to no avail. In turn, surgical intervention may occur later to address the issue.